Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubies were not detected on the bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5, row c was not detected on the communication bus, and both packages were not showing up on the grid. A field service engineer (fse) logged into the station, accessed the desktop, and launched the hardware testing application. The fse then removed pockets from rows a and d for further assessment. Rows b and c failed to release, but the force release function successfully worked on row b. The engineer inspected for debris or spills, verified all connections, and disconnected and reconnected rows a and b. After returning all packages and restarting the station, row c came back online. The pharmacy staff confirmed that the drawer was functioning normally. Additionally, the fse verified that all rubber rail bumpers were in place and added one bumper to row 2.1. The system functioned as intended after the field service engineer repaired the device.